Event description:
The reporter stated that the customer obtained a 4.2 inr at 10:52 am and a 2.3 inr at 11:36 am while using his coaguchek xs meter (serial number (B)(4)). It was stated that he stated he used a new finger for each test. There was no change made to his coumadin based on the meter results. His therapeutic range is 2.0-3.0 inr. The customer is not on heparin. He does not have any antiphospholipid antibodies. It was stated that he had been started on potassium and a water pill. No time frame for the medications being started was provided. There was no change in diet for him. The customer currently has a sinus infection. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent. The relevant retention test strips (lot 206196) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable.

Manufacturer narrative:
The customer returned the suspect strips and the meter. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. All of the inr values were within the specified maximum difference between measurements. There were no error messages that occurred. The complaint has not been substantiated.